Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the distal end of the tubing came apart from the IV (intravenous) set¿ (connector) on a clearlink continu-flo solution. This occurred while the nurse was priming the line. The set was not connected to the patient at the time of the event. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed with the naked eye which revealed the tubing was separated from the male luer. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.